Event description:
It was reported that the leads were fractured, however, it was unknown if imaging was taken to confirm the issue. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7116321 UDI: (B)(4).

Manufacturer narrative:
Investigation results: the spinal cord stimulator (scs) leads were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Media review review of the provided image confirmed the reported issue of high impedances. No additional observations were noted in the media. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the leads were fractured, however, it was unknown if imaging was taken to confirm the issue. No further information could be obtained despite good faith efforts.